Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance of less than 20 ohms and displayed a code 1004 which is indicative of a short circuit condition was detected during shock delivery. It was noted that there was oversensing, pacing inhibition and that the patient received an inappropriate shock. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported.